Manufacturer narrative:
(B) (4): info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was initially reported that post op a colectomy procedure, the pt was returned to surgery one month later in (B) (6) 2009, due to the anastomosis coming apart. There was an anastomotic leak. The staples were formed correctly. However, the posterior end of the anastomosis was detached. Six months after the reoperation, the pt expired. Add'l info rec'd on 04/22/2010 - per the surgeon, the pt underwent a right hemicolectomy without difficulty. Portions of the anastomosis were over sewn, per his routine. Six days post op, pt leaked, became septic and died in a code situation. He does not know what may have contributed to the leak. Add'l info rec'd on 05/03/2010: the pt had fluid in her lungs and that may have contributed. [Surgeon] wasn't sure that the stapler leak was the cause.

Manufacturer narrative:
(B) (4)